Event description:
During a right ventricular outflow tract (rvot) procedure using a tacticath¿ quartz ablation catheter, a pericardial effusion occurred. During the procedure, the patient became hypotensive and lost consciousness. They experienced ventricular fibrillation and asystole. An echocardiogram and fluoroscopy revealed a pericardial effusion and a pericardiocentesis and cardioversion was performed which stabilized the patient. There were no performance issues noted with any sjm devices used.

Manufacturer narrative:
(B)(4). The results of investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.